Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft separation occurred. During a procedure outside of the patient's body an opticross¿ imaging catheter was used. When the intravascular sonograph catheter was placed on the percutaneous transluminal coronary angioplastic guidewire the shaft of the device got separated 3 or 4 centimeters from the tip where the transducer was located inside of the sheath. The catheter was removed from the wire and another opticross was opened and used to complete the procedure. No patient complications reported and the patient's condition was unknown.